Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (batch no. 872993) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain since (B)(6) 2016 and cramp in lower abdomen since (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("bleeding"), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), abdominal distension ("other: bloating"), menorrhagia ("menstrual cycle is very heavy / lasts for more than a week"), menstruation irregular ("menstrual cycle is very heavy, never on same day"), amnesia ("memory loss"), headache ("headaches"), dizziness ("dizziness") and abscess ("abscess") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, urinary tract disorder, abdominal distension, weight increased, menorrhagia, menstruation irregular, amnesia, headache, dizziness and abscess outcome was unknown. The reporter considered abdominal distension, abscess, amnesia, device dislocation, dizziness, genital haemorrhage, headache, menorrhagia, menstruation irregular, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: essure devise inserted without difficulty, left 5 coil right 3 coils. Procedure to be performed - hysteroscopy. Reason for procedure - undesired fertility. Discrepancy noted in essure insertion date: (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received. Reporter's information were added. Events added: migration, abscess. Event genital haemorrhage was updated to non serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.